Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with post paced t-wave oversensing. Programing changes were made. Patient condition was stable.